Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4).

Event description:
It was reported that the surgeon removed the stem and head on the left hip. Revised because of peri-prosthetic fracture. Changed to restoration modular.